Event description:
An optometrist reported that two weeks following bilateral lasik, the patient presented with dry eyes. The patient reported experiencing blurry distance vision, nausea, headache, and dizziness. The dry eye was treated with punctal plugs and eye medication. Per the optometrist, the patient's symptoms do not correspond to her refraction, as she reported that she sees as well as she used to with her glasses, before surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected to be returned. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No abnormalities that could have contributed to this event were found. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).